Event description:
It was reported that during the procedure the helix was unable to advance, the lead was explanted and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) primary analysis finding: no anomalies were found. Blood/body fluid was present on the helix mechanism. The full lead was returned.